Event description:
The customer states that an ICU nurse questioned a pt's architect c8000 magnesium assay result of 7.4 meq/l. A second sample was drawn and tested and generated a similar result. Magnesium controls had been within specifications earlier in the day, but when the customer reran them after receiving the elevated pt results, both levels were out of specification high. The customer replaced the reagent cartridge with a fresh cartridge of the same lot and recalibrated the assay. Controls were within specifications and the pt sample was retested with a result of 3.0 meq/l. The customer requested a service call. There is no impact to pt mgmt reported.

Manufacturer narrative:
A field service technical executive inspected the analyzer and replaced the alkaline wash solution bottle valve and tubing assembly (the tubing was bent) . Subsequent instrument operations and test results were acceptable. This issue is addressed in the abbott architect system operations manual, list number 06e28-07: troubleshooting and diagnostics, section 10: sample results observed problems (c system), cuvette washer is not functioning properly: perform monthly maintenace procedure 6018- clean curvett washer nozzles (pages 9-28;2) perform as-needed maintenance procedure 6052 - wash cuvettes, (page 9-40) and observe the cuvette washer nozzles for hanging drops or leaks. If drops or leaks are observed for the high concentration waste nozzle, replace the high concentration waste pump poppet valve. See replace the pump poppet valve set (c system), (page 9-137). If drops or leaks are observed for any of the other nozzles, replace the cuvette wash pump poppet valve. See replace the pump poppet valve set (c system), (page 9-137). The investigation demonstrated that the architect c8000 analyzer is performing within its intended use, label claims and specifications. No deficiency related to the performance of the device was identified. This is a final report.